Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted a few years ago due to normal pressure hydrocephalus via lumbar-peritoneal (lp) with unknown setting. The pressure setting could not be changed. The setting needs to be changed to 120, but it would not rise above 100. Therefore, the device was explanted on (B)(6) 2026.